Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femur, unknown nexgen articular surface. Multiple MDR's submitted for associated products. Links below: 0001822565-2019-04407, 0001822565-2019-04409, 0001822565-2019-04410.

Event description:
It was reported the patient is experiencing pain, difficulty walking and instability approximately six years post total left knee arthroplasty. A revision has been indicated but has not been reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on 0002648920-2019-00872 .

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on 0002648920-2019-00872